Event description:
The customer reported the monitors will not power up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse in the monitor cart. The system operates as intended.